Event description:
It was reported that two bd alaris smartsite needle-free valve had fluid blockage. The following information was provided by the initial reporter translated from chinese: hematology report found that the connector had fluid blockage during the patient's infusion.

Manufacturer narrative:
Investigation summary a 2000e china sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22015562. The feedback provided by the customer indicates a complete occlusion was detected at the smartsite component during priming and during infusion. Further information provided by the customer indicates the connecting product was a weigao luer slip syringe; furthermore the occlusion was not observed when the product was connected to an unknown flush syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015562 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. CAPA (B)(4) has been initiated.